Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal and replacement procedure due to erosion in the penis. The cylinders were the components associated with the erosion. The procedure was completed successfully and the patient is expected to fully recover.